Manufacturer narrative:
Brand name: aquacel ag+ scd drs 9x10cm (1x10pk) us, common device name : dressing, wound, drug, product code: fro, PMA /510(k) #: k091034. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the aquacel silver portion of the dressing had darkened in one spot as if it had gotten wet or come into contact with some type of substance. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based on the information summarized above, the investigation concluded that the direct cause of the failure was during installation and validation of the offtake roller, the roller was not set effectively to account for other line conditions during the installation and validation, this is turn had the potential for fiber build up and the ability for the excess fiber to drop onto the fabric. This issue has since been rectified and significantly reduced the risk of further issues. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.